Manufacturer narrative:
Further information was requested, but not received yet.

Event description:
It was reported that the patient presented in clinic for follow-up. Upon review the right ventricular lead exhibited high capture threshold. The patient presented to a scheduled lead revision. During the procedure, the right ventricular lead helix would not extend. The lead was explanted and replaced. The patient was discharged.

Event description:
New information received notes that x-ray imaging showed that the lead was slightly dislodged.